Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device battery depleted prematurely and the patient was not happy with the longevity. The device was explanted and replaced. It was also reported that since one month after implant, the right ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4592 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.